Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for device check, high pacing lead impedance was observed. Impedance had been trending up since last year along with thresholds. Encapsulation at lead tip was suspected. Patient monitoring was recommended.